Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted from home through the emergency room via ambulance, following new onset of left arm weakness and left sided facial droop. Patient was left over night and had no further symptoms. On (B)(6) 2016, patient was discharged home and was instructed to follow up with neurology in 1-2 weeks. No additional information available.